Manufacturer narrative:
This product is no longer being produced and after depletion of a small amount of current inventory will be discontinued. The metallic tip is inert and would be normally excreted. Visual inspection of device shows deep discoloration typically associated with prolonged use. 10x visual inspection of the device provides evidence that adhesive was applied at separation point indicating mating components were bonded. It is confirmed that the bolus tip had separated from the assembly. Since the bolus tip was not returned with the device, no root cause for the separation can be determined. Reviewed original lot inspection data, results showed all passed with no anomaly. Based on this information we believe there is no defect in the product to the best of our knowledge.

Event description:
Nestle asked for more information related to the incident however no further information was available and the about event is alleged by hospital authorities in (B)(6). A hypoxic-ischemic encephalopathy patient was selected for exchange tube feeling in the morning. After feeding, the tube was pulled out from the patient nostril, however the practitioner noticed that the metallic tip, made of tungsten at the proximal end of the tube was missing. There were no patient complications.

Manufacturer narrative:
Corrected a typographical error made on the field "date of this report". Corrected from 09-sep-2016 to 09-oct-2016.

Event description:
Nestle asked for more information related to the incident however no further information was available and the about event is alleged by hospital authorities in (B)(6). A hypoxic-ischemic encephalopathy patient was selected for exchange tube feeding in the morning.